Event description:
It was reported that the patient had his spectra penile prosthesis removed and replaced with an inflatable penile prosthesis due to "patient not satisfied with spectra." No patient complications were reported in relation to this event.